Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was seen in the clinic, and that their dyspnea had improved. It was also reported that the patient had no drainage from the ipg site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with an abscess at their implantable pulse generator (ipg) site. The ipg system remains in use. No further patient complications have been reported as a result of this event.